Event description:
Complaint was reported that a patient experienced jolts from his stimulation. An x-ray showed that a contact had dislodged from the paddle lead. The patient was reprogramed using different contacts to reduce the risk of further jolts. A lead revision surgery has been recommended by the physician.